Event description:
It was reported that the pump had a motor rate error and positive supply bgnd (background) test. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case was cracked and chipped, the plunger case was cracked. Event history log (ehl) showed 1 - motor rate error and 2- positive supply bgnd (background) test. The following tests were performed for each reported problem: 1- occlusion test and 2- power up process and checked the reading of positive supply voltage in main board; unable to duplicate the motor rate error during occlusion test and unable to duplicate the positive supply bgnd test during power up and all the reading of positive supply voltage within the required specs. The root cause for the 1st reported problem (motor rate error) was deemed to be normal wear; the motor bracket was old style, leadscrew and clutch halves were found old, dirty and worn out. The root cause of the 2nd reported problem (positive supply bgnd test) could not be determined, no problem was found on the main board. Actions were taken to mitigate the reported issues: 1- replaced motor bracket, leadscrew and clutch halves. 2- repair was not needed per positive supply bgnd due to no problem found; performed occlusion test and all functional testing passed.